Event description:
It was reported when using the bd preset¿ arterial blood collection syringe there were illegible scale marking on the device. There was no report of impact to patient or user.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. E.4. Initial reporter addr 1: (B)(6).

Manufacturer narrative:
H.6 investigation summary material #: (B)(4) lot/batch #: (B)(4) bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to poor scale markings as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications a.nd requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode poor scale markings. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. H3 other text : see h.10.

Event description:
It was reported when using the bd preset¿ arterial blood collection syringe there were illegible scale marking on the device. There was no report of impact to patient or user.